Event description:
Family member of home pt called baxter's technical service center to report a se 2240 alarm received in drain 3 of apd therapy with the homchoice machine. The family member reported that the pt connector of the homechoice set had become loose from the transfer set. Per family member, no leaks were noted, but connection was loose. Family member discontinued treatment and pt's rn reports no pt injury or medical intervention as a result of the incident.